Event description:
On (B)(6), 2010, the reporter (a nurse) contacted animas on behalf of the patient reporting that the patient was admitted to a hospital on (B)(6), 2010, with low blood glucose (bg) and was unresponsive. The reporter indicated that the patient's mother tested his (bg) on the morning of (B)(6) 2010 and got a reading of 79 mg/dl. The patient's mother gave him 3 sugar sticks. However, his bg reportedly continued to drop to 41mg/dl. The patient's mother reportedly gave him 4 more sugar sticks and then his blood glucose rose to 59 mg/dl. At that point, the patient's mother administered a glucagon injection and called for paramedics. A review of the pump revealed that the time/date and basal rates were correctly programmed. The total daily dose showed that all boluses and basal insulin were delivered as programmed. Through troubleshooting, the animas representative determined that there was nothing to indicate a malfunction with the pump/site/set. This complaint is being reported due to the following conclusion: although the animas representative found no evidence that the pump was working improperly, the reporter alleged that the patient was hospitalized for low blood glucose and had become unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report wil be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the complaint was not available and had been overwritten due to continued patient use. There were no alarms or pump conditions indicative of malfunction. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.